Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the pre-discharge check it was noted that on the day of implant there were warnings on the right atrial (ra) and right ventricular (rv) leads for high impedance. The leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.